Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 4/25/2023, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump randomly turned off. This was discovered during an unspecified procedure, with no patient harm.